Manufacturer narrative:
(B)(6). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with left ventricular (lv) lead experienced phrenic nerve stimulation. There was nerve stimulation on all vectors. The physician suspected that the lead was directly contacting the phrenic nerve. The lead was revised and was turned off. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this patient with left ventricular (lv) lead experienced phrenic nerve stimulation. There was nerve stimulation on all vectors. The physician suspected that the lead was directly contacting the phrenic nerve. The lead was revised and was turned off. No additional adverse patient effects were reported. Additional information indicated that this left ventricular (lv) lead was surgically capped. No additional adverse patient effects were reported.

Manufacturer narrative:
Initial reporter address: (B)(6). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.